Event description:
It was reported that pump triggered cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software.